Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer was able to clear alarm also able to rewind the insulin pump. Customer stated that fill cannula recorded in the daily history. Customer also stated that insulin pump received multiple unexplained suspend delivery with no manual suspend. No harm requiring medical intervention was reported. The device will be returned for analysis.